Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
Post-operatively, the surgeon reported redness, swelling and drainage around the patient's incision site. It is unknown if any interventions were needed. The surgeon does not believe the aquamantys device caused the infection and is unsure if it was being used during this spine case. This is patient 3 of 4 reported to have a post-op infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.